Manufacturer narrative:
Product event summary: the data files and balloon catheter 2af283, with lot number 95121 were returned and analyzed. The data files showed at least 16 applications were performed with the balloon catheter on the date of the event and system notice 50005 ¿fluid detection in catheter¿ was triggered on one application. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. The catheter failed the performance test as it was no recognized by the console. Dissection/ pressure testing revealed the guide wire lumen was kinked and breached at 1.46 inches from the tip inside the balloons. In conclusion, the reported issue was confirmed, and the catheter failed the return product inspection due to the guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The ¿continue¿ button was selected with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event. The balloon catheter subsequently tested out of specification per the manufacturer's investigation.